Event description:
The customer returned the device because of a "ventilator inoperative" error. There was no reported harm to the patient or user. The manufacturer evaluated the device and confirmed the complaint. Additional clarification details have been requested. A final report will be submitted once the investigation is complete.